Event description:
It was reported that the right ventricular lead was exhibiting intermittent loss of capture and had high threshold after being implanted earlier in the day. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.